Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. It was stated that there was unusual dosing of insulin, it might have not been dosing insulin through insulin pump, there were minor scratches on the screen, insulin pump was rejecting batteries. It was stated that the insulin pump had no delivery alerts, kink in the line buttons, up button lags and need to press several times and had to press hard for a long time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. Not